Event description:
It was reported that a patient received inappropriate therapy for svt while patient was playing tennis. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.